Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Stryker observed the problem was with the batteries and the connection between the battery and the power pcb. Stryker replaced the batteries and reseated internal nuts that hold the battery to the power pcb. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device unexpectedly power off. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.